Event description:
Patient states they received a recharger replacement because the previous one kept showing a red light. Pss reviewed to place recharger on dock first, then pair the recharger app with wr. The patient was able to use switch recharger option and scan the wr serial number but the recharger app kept showing recharger not found. The app was closed/open and this did not resolve the issue. The recharger was able to connect to the ins without the app , having some issue connecting to the ins at first but then patient used the drape and it stayed connected much better. The issue was not resolved .pss sent request to repair to replace the handset. Additional information received that the replacement recharger was not working it is not linking and the light was red and descending tones were heard. Worked with pt to use the new charger with their recharger app, regular beeping was heard and pt was successful to start charging with an excellent connection the ins battery was on at 100%. Pt said they think that is not right the last time they charged was a week ago. Agent suggested pt try to use their dbs therapy app and handset, pt was unable to close all, agent suggested pt restart the handset before using the app but the call disconnected. Called pt back 2 call recordings. During call back and after several retrys pt was successful to synch their communicator and dbs therapy app to their ins to confirm 100 % on. Reviewed some recharging equipment information and best practice. Pt noted, they have been trying to recharge more often because in the past it has gone off 7-8 times because their implant battery went dead and therapy turned off.

Manufacturer narrative:
Continuation of d10: product ID a620 serial# unknown, product type software. Product ID hh9020dbs serial# unknown. Product ID wr9200 serial#(B)(6) product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.